Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Locking mechanism on the mics handpiece fell apart. Tka case delayed less than 5 minutes.

Manufacturer narrative:
Reported event: it was reported that the locking mechanism of the mics fell apart. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot k09gt and 24 including 4202109 were accepted into final stock on 5/8/17. A review of qt17-05-0034 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k09gt shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA (B)(4).

Event description:
Locking mechanism on the mics handpiece fell apart. Tka case delayed less than 5 minutes.